Event description:
The customer reported a displayed precharge error message. This message likely will result in a system to boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is available.